Manufacturer narrative:
On (B)(6) 2016, the patient had already underwent a revision surgery ((B)(4)). Additional information received on 16 august 2016 and includes: the pathogen is not available. Batch reviews performed on 14 september 2016. (B)(4).

Event description:
The patient came in due to signs of an infection. The surgeon removed all medacta hardware and implanted an antibiotic spacer. X-rays and explants are not available.